Event description:
It was reported that pump experienced malfunction alarm identified as malf 3 with associated fault code, and issue was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, provided instructions for placing pump into storage mode before return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, with customer acknowledging instructions and agreeing to return malfunctioning pump using prepaid label within specified timeframe.